Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had power error detected alarm. The customer's blood glucose was 12.7 mmol/l. The troubleshooting steps were provided for the power error detected alarm. Customer previously called to report power error detected alarm. Power error detected recurred within a week of troubleshooting of previous occurrence. The customer was advised to discontinue use of the insulin pump, revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device trace download analysis confirmed the device alarmed power error 25. The power management tool confirmed power error 25 alarms were triggered when the battery loaded voltage was less than consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly.